Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm and cannot get the reservoir through to prime. Customer stated that the manual prime tubing was not filling up. Customer's blood glucose was 400 mg/dl. Customer treated with humalog and was assisted with clearing the alarm. Customer stated that they are able to rewind the pump. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during prime process. Customer reported that the pump passed the self test and was advised to monitor the pump. Customer was advised to change out the entire infusion set. It was discovered that the customer had been rewinding while the reservoir was in the pump. Customer was advised that it sounds like the motor error occurred as a result of a connection issue and was resolved by her redoing the connection between the tubing connector and reservoir.